Event description:
Report of patient who experienced tongue numbness and difficulty swallowing following surgery where a size 4 lma-classic was used. A patient underwent a rhinoplasty in the supine position. Duration of the surgery was 3 hours. The physician indicated that he did not know whether or not nitrous oxide was used during the case. Immediately post-op, patient complained of tongue numbness and difficutly swallowing. Physician reports that the patient did, however, have sensation on tongue. There has been no reported improvement since the event occurred and no specific medical intervention has been ordered to date. The physician will contact company with progress of resolution of the event, and any additional details (including nitrous oxide use) from the anesthetist. He will also confirm if masks are being appropriately cleaned. The cause of the event is unknown. However, there have been cases reported of complications with lma use associated with pressure neuropraxia. Neuropraxia has been associated with use of nitrous oxide during prolonged surgery or malposition of the cuff. The device has not been returned for investigation. If further information is obtained a follow-up report will be filed. Impression: possible nerve injury following use of lma. Likely causes are malposition, or pressure neuropraxia, possibly associated with use of nitrous oxide during surgery, which may have increased cuff pressure during the case. This report contains information from third parties, the accuracy of which has not necessarily been confirmed by the reporter.